Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively that the right atrial (ra) lead  had dislodged.  The patient was taken back to the lab and a replacement ra lead was placed. This lead also dislodged after the pocket was closed while the patient was in recovery. The patient was again brought back to the lab, and the currently implanted lead ra lead was placed.  The patient has right atrial tissue problems due to atrial arrhythmias which was what allowed the leads to dislodge.  No patient complications have been reported as a result of this event.